Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box verified that the last basal delivery occurred on (B)(4) 2012 at 5:50 pm. There were no alarms or conditions indicating a malfunction found in the pump history. The black box indicated that when 75 units are remaining, there were no alarms or malfunctions occurring. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues.

Event description:
On (B)(6), 2012, the patient claimed that he had intermittent blood glucose excursion between 44-520 mg/dl and felt that the animas insulin pump is malfunctioning. Reportedly, the hypoglycemic episodes occurred when his cartridge reached 75 units. He further indicated that his blood glucose climbs into 300-400 mg/dl once every 10 days. The patient indicated that he went on the backup plan with the syringe and was able to treat abate his high blood glucose. During troubleshooting, the animas representative assessed the patient's alleged elevated blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. This complaint is being reported because the patient claimed he had blood glucose excursion while on insulin pump therapy. The product was requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.